Manufacturer narrative:
A visual examination of the returned device found that the distal pierce hole blackened and melted. Moreover, the cutting wire is blackened and the wire anchor is blackened and detached form the extrusion. Additionally, the working length has residues and it is twisted in three sections. The guidewire was not returned. It was concluded that the failure occurred due to procedural or anatomical/procedural factors encountered during the procedure, which could have affected the device integrity or its performance, therefore the most probable root cause for this incident is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an primare sclerosing cholangitis in bile duct procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the preloaded guidewire of the dreamtome broke into two pieces. The location of the breakage was between mid and distal portion of the guidewire. No part of the guidewire detached into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Upn: the complainant was unable to report the exact upn, the autotome rx sphincterotome was reported to be a dreamtome device. Lot: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) core wire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an primare sclerosing cholangitis in bile duct procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the preloaded guidewire of the dreamtome broke into two pieces. The location of the breakage was between mid and distal portion of the guidewire. No part of the guidewire detached into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.